Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/20/2013 with the following findings: the pump black box history was unable to be reviewed because the pump was unable to power on. Visual inspection of the pump found that moisture was visible in the pump display lens. A leak test was performed and found that the pump was leaking from a crack between the display lens and casing. The keypad was removed and no button contact defects were found. The pump was opened and moisture damage was found on the power circuit, bolus button pins, and keypad flex connector. Performance testing of the keypad was unable to be completed due to the pump failure to power on. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, the keypad buttons had become unresponsive after the patient had been swimming with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.